Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas paired with a dexcom g7 continuous glucose monitor (cgm) experienced apparent sensor signal loss, though the sensor resumed normal function during the call without need for troubleshooting. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no need for medical intervention or hospitalization. User support included phone-based troubleshooting and education focused on connectivity and use. Investigation of this case revealed no device malfunction identified with the ilet or sensor, and normal operation was restored without intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors and transient bluetooth connectivity interruption.